Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Rupture: not observed openings during the photo analysis. Pain-ndr: unable to observe since it is not related to the device. Varied injuries-ndr: unable to observe since it is not related to the device. Malaise-ndr: unable to observe since it is not related to the device. Skin rash/dermatitis-ndr: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Cyst-ndr: unable to observe since it is not related to the device. Depression-ndr: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Crease/folding of implant: not observed creases on the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Reason for reoperation: granuloma, lymphadenopathy, and capsular contracture, baker grade unknown

Event description:
Patient representative reported capsular contracture, baker grade unknown, breast implant illness, strong pain in breast and armpits, that limited their movements...swollen lymph nodes, strong itching in breast, skin rash and rupture and silicone leakage with mammary cysts, folding and small siliconomes via MRI. Patient representative also reported shoulders pain and rigidity, sight problems, concentration difficulties, chronic fatigue (not device related). Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, h6. Device photo evaluation: visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Rupture: not observed openings during the photo analysis. Pain-ndr: unable to observe since it is not related to the device. Varied injuries-ndr: unable to observe since it is not related to the device. Malaise-ndr: unable to observe since it is not related to the device. Skin rash/dermatitis-ndr: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Cyst-ndr: unable to observe since it is not related to the device. Depression-ndr: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Crease/folding of implant: not observed creases on the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned.

Event description:
Patient reported a right side "rupture and a large accumulation of liquid". Patient also reported they "experienced fatigue, flu like symptoms, rashes, night sweats, issues with eyesight, trouble concentrating, kidney pain and stomach issues, burning pain in arms and shoulders, immobility of the arms and shoulders, elevated rheumatoid factor at 95 iu"; these events are unrelated to the device. Patient representative reported capsular contracture, baker grade unknown, breast implant illness, strong pain in breast and armpits, that imited their movements...swollen lymph nodes, strong itching in breast, skin rash and rupture and silicone leakage with mammary cysts, folding and small siliconomes via MRI. Patient representative also reported shoulders pain and rigidity, sight problems, concentration difficulties, chronic fatigue (not device related). Device has been explanted.

Event description:
Patient reported a right side "rupture and a large accumulation of liquid". Patient also reported they "experienced fatigue, flu like symptoms, rashes, night sweats, issues with eyesight, trouble concentrating, kidney pain and stomach issues, burning pain in arms and shoulders, immobility of the arms and shoulders, elevated rheumatoid factor at 95 iu"; these events are unrelated to the device. Patient representative reported capsular contracture, baker grade unknown, breast implant illness, strong pain in breast and armpits, that imited their movements...swollen lymph nodes, strong itching in breast, skin rash and rupture and silicone leakage with mammary cysts, folding and small siliconomes via MRI. Patient representative also reported shoulders pain and rigidity, sight problems, concentration difficulties, chronic fatigue (not device related). Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma - late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture and a large accumulation of liquid."

Event description:
Patient reported a right side "rupture and a large accumulation of liquid". Patient also reported they "experienced fatigue, flu like symptoms, rashes, night sweats, issues with eyesight, trouble concentrating, kidney pain and stomach issues, burning pain in arms and shoulders, immobility of the arms and shoulders, elevated rheumatoid factor at 95 iu"; these events are unrelated to the device. The status of the device is unknown.